Event description:
The manufacturer received information that a ventilator service required alarm occurred during pre-use checking of a trilogy o2 ventilator (japan). The device was not reported to have been in patient use at the time of the event, and no patient harm or injury was reported. The device was returned to the manufacturer's service center for evaluation. The reported complaint was confirmed. Review of the downloaded event log identified a "service required" err_obm_air_flow_sensor_fail error code. The investigation determined that the root cause of the event was a failure of the airflow sensor. The service technician recommended replacement of the oxygen blender module (obm) printed circuit assembly (pca) to correct the issue. Following replacement of the affected component, the device underwent repair testing, alarm verification, battery testing, run-in testing, and cleaning. The device passed all functional testing and was confirmed to be operating properly. The software version was verified as 14.2.05.

Manufacturer narrative:
The reported failure of the device's oxygen blender module (obm) printed circuit assembly (pca) is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.